Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, the lead was unable to sense despite multiple repositioning attempts. The lead was exchanged to complete the procedure. No adverse patient consequences were reported.